Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked fluid. The subject product was returned for evaluation. Visual evaluation of the sample finds minor corrosion inside the hydrosurg battery case. Fluid leaked into the pump housing and presented in the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a laparoscopic appendectomy procedure on (B)(6) 2022, the bard/davol hydro-surg laparoscopic irrigator leaked irrigation fluid on the sterile drapes and floor. As reported, the procedure was completed using the same device and there was no reported patient injury.